Event description:
Literature: mehrkens jh, botzel k, steude u, et al. Long-term efficacy and safety of chronic globus pallidus internus stimulation in different types of primary dystonia. Stereotact funct neurosurg. 2009;87(1): 8-17. Summary: this report describes a retrospective long-term analysis of 18 patients followed between 37 and 90 months suffering from dystonia. Patients had bilateral pallidal electrode implantation with permanent implantation of a stimulation system. Event: it was reported that the pt experienced an accidental inactivation of their device when the pt was in close proximity of a "professional kitchen machine." The pt experienced near immediate re-occurrence of dystonic symptoms. Please refer to MFR report number: 2182207-2009-05195.

Manufacturer narrative:
(B) (4).